Event description:
Pt reports that last week pump (B)(4) kept beeping and wouldn't stop. Advised we would send replacement pump for am delivery tomorrow. Pt reported her other pump ((B)(4)) began beeping this morning at 5 am. Pt checked her line and turned pump off then back on. The pump began to beep again. Pt replaced the batteries and pump still continued to beep. Pt then replaced the cartridge and batteries and the beeping stopped. No error message. No further info. Pump (B)(4) which beeped but then the pt got working was not replaced. Dates of use: from (B)(6) 2014 to current. Diagnosis or reason for use: pah.